Event description:
Reporter noted three cases of endophthalmitis at facility. Two were the same day, and one two weeks later. Negative culture from anterior chamber. This pt reportedly recovering well.